Event description:
The user was implanted on the (B)(6) 2022 and was activated on the (B)(6) 2022. However, reportedly after the activation the user said that the implant moved and that the rondo 3 was touching his ear. Reportedly, the ent physician then tried to move the implant back to the original position. The user will be seen again at the end of (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on the (B)(6) 2022 and was activated on the (B)(6) 2022. However, reportedly after the activation the user said that the implant moved and that the rondo 3 was touching his ear. Reportedly, the ent physician then tried to move the implant back to the original position by hand. It is thought the device had not moved much but had just rotated from its original position. In (B)(6) 2022 the user was encouraged to start using the device again and at the follow-up visit on the (B)(6) 2022 the user was happier with the device. There are no current plans for surgery.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient reported discomfort whilst wearing the audioprocessor due to a slight movement of the implant housing from its intended position, which was possibly related to surgical reasons e.g. Fixation. In addition, a full insertion of the electrode array was not achieved at implantation surgery due to ossification. The position of the device has been adjusted by the surgeon without surgical intervention. As per latest available information, the recipient is doing better now and the device remains implanted and in use.